Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing with bd phoenix¿ ast-s indicator solution a performance issue occurred. This occurred 6 times. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: after one drop of zhurong ast indicator is put on the machine, the instrument shows that the indicator is insufficient, which leads to the failure of the on-board interpretation.

Event description:
It was reported while testing with bd phoenix¿ ast-s indicator solution a performance issue occurred. This occurred 6 times. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: after one drop of zhurong ast indicator is put on the machine, the instrument shows that the indicator is insufficient, which leads to the failure of the on-board interpretation.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2022-00965 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction. H3 other text : see h.10.